Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Of note, this pericardial mitral valve was initially used off label as it was implanted in the tricuspid position. The carpentier-edwards perimount magna mitral ease pericardial bioprosthesis model 7300tfx is indicated for patients who require replacement of their native or prosthetic mitral valve. The subject device is not available for evaluation as it remains implanted in the patient. The root cause for this event remains indeterminable with the available information. However, the progression of the patients underlying valvular disease pathology and comorbidities, combined with svd likely contributed to this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned through the implant patient registry that a patient with a 31mm 7300tfx valve, implanted in tricuspid position, underwent a valve-in-valve procedure after an implant duration of six (6) years, 11 months due to severe symptomatic aortic stenosis and degeneration. The ttvr was performed with a 29mm 9600tfx valve. The patient was transferred to the cicu in cardiac stable condition. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: added additional information to section b5, b7, clinical code and device code to section h6. H11: corrected data: corrected date of event in section b3.

Event description:
Edwards learned through the implant patient registry that a patient with a 31mm 7300tfx valve, implanted in tricuspid position, underwent a valve-in-valve procedure after an implant duration of six (6) years, 11 months due to severe symptomatic tricuspid regurgitation, stenosis and degeneration. A successful ttvr was performed with a 29mm 9600tfx valve with no complications. The patient was transferred to the cicu in cardiac stable condition. The patient was discharged on pod # 2.

Manufacturer narrative:
H11: corrected data: corrected component and conclusion coding to section h6.